Event description:
Manadatory medwatch received from the customer reporting: patient on morphine drip via pump to control back pain. Approximately 10 minutes after a 250cc IV solution hung with 250mg morphine as a secondary line, patient was found unresponsive. Approximately 75% of morphine solution had infused. Patient given narcan, required intubation and transferred to critical care unit. Length of stay 4 days in critical care. Recovered and discharged home." The customer was contacted for additional information. The pump was programmed to deliver 250ml of morphine at a rate of 2ml/hr on the secondary line. The primary line was infusing 1000ml of normal saline at a rate of 60ml/hr. Approximately 10 minutes after the morphine was hung, the pump gave an audible alarm. A staff member heard the alarm and went to check on the pt. At this time, the patient was found to be unresponsive. The patient experienced a respiratory arrest and was given an unspecified dose of narcan. The patient was placed on a ventilator for 2 days. Though requested, there was no further information available.